Manufacturer narrative:
Complaint (B)(4) retrospective filing received 3rks 456087p/b1806377 for evaluation. Received customer picture. We have no further complaints on the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. No deviations could be observed in the samples. The alleged malfunction cannot be confirmed.

Event description:
Customer advised they are experiencing an increase in sample rejection for hemolysis. Customer started using the vacuette® tubes in mid- to late june and noticed an increase in the number of sample rejections / patient redraws for hemolysis. Customer advised that there have been no process changes or staff changes that would contribute to the increase in sample rejection. Specimens are primarily in-patient and ed. Draws are primarily straight needles and some blood collection sets. Centrifugation is performed in-line on the roche cobas 6000. Customer's submitted photograph shows the plasma samples (4) to be grossly hemolyzed as well as under-filled.